Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
(Device evaluated by MFR) pending evaluation. (Concomitant medical products) concomitant device(s): 321-20-00, (B)(4), equinoxe reverse shoulder drill kit. 320-15-05, (B)(4), eq rev locking screw. 320-15-03, (B)(4), rs glenoid plate post aug, 8 deg, left. 320-01-38, (B)(4), equinoxe reverse 38mm glenosphere. 320-20-38, (B)(4), eq rev compress screw lck cap kit, 4.5 x 38mm. 320-20-30, (B)(4), eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-18, (B)(4), eq rev compress screw lck cap kit, 4.5 x 18mm. 320-20-18, (B)(4), eq rev compress screw lck cap kit, 4.5 x 18mm. 306-01-08, (B)(4), equinoxe, humeral long stem 8mm 175mm. 320-20-00, (B)(4), eq reverse torque defining screw kit. 320-10-00, (B)(4), equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, this (B)(6) y/o female patient was experiencing instability of the left shoulder which was approximately 13 months prior. A revision was scheduled due to instability / dislocation issue with the patient. The humeral tray, torque screw and liner was changed in the patient. Implants were removed and replaced. Patient left or stable. Explants will not be returned per hospital policy. Patient was last known to be in stable condition following the event.